Event description:
It was reported that during an anterior resection procedure, when trying to connect the anvil and the device, it was not making an audible click. They decide to use another device, with the same anvil, but the same situation occurred. A third device was opened and fired while still using the original anvil. All appeared okay and the anastomosis tested fine. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 10/10/2008. Info anticipated, but unavailable at this time.